Event description:
PICC team nurse received notification that a PICC line was broken. It was discovered that below the suture wing, at the catheter taper there was a hole. The PICC was removed and replaced. The patient is stable with no complications. The used device was disposed of at the reported facility.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B) (6) february 2009 complaint report did not reveal any adverse trends for the vaxcel pasv PICC product family for the failure mode of "hole in catheter." The directions for use provided with this device instruct the user on the proper handling and of the product to avoid damage, as well as cautioning against excessive force being used while flushing the catheter. Process controls in place during manufacturing include multiple visual inspections for damage/defects, as well as dimensional inspection, leak testing and occlusion testing. The root cause for this complaint could not be determined due to the fact that no product sample was received for evaluation. Document reviews conducted by (B) (4) noted nothing to suggest that the incident was related to a manufacturing or design issue. (B) (4).